Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on three retained samples. All tested samples were found to perform within limits. No faults were detected. The initial reporter informed us that the involved device is not available for an investigation. We have requested additional information and none have been received despite requests. The initial reporter has informed us: "unfortunately, the information provided is limited and we have no way of knowing or contacting the person who reported the complaint." We therefore will close out the investigation and the report. No conclusion can be drawn what might have caused the claimed incident.

Event description:
On february 26th, 2026, we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown user site in (B)(6). A monitoring dispersive electrode (model skintact ro21) and an unknown generator have been used. The initial reporter stated "we have recently received a technical complaint from ministry of health (anvisa) against one of your products. Notivisa#: 2026.02.003920 reminder: notivisa is a platform by (B)(6) health that allow customers to report possible quality-deviations anonymously. In such cases we are not able to request additional information, photos, or samples to customers. Complaint description: "the electrocautery plate caused a skin injury to the patient after its use." Product: skintact neutral electrode ro21, lot: 240221-0803, code: ro21 (or r021), expiry date: 02/2027." No information about the generator model, the power settings, the patient, how the skin was prepared, if and how the injury was treated afterwards have been disclosed to us.